Event description:
Tka procedure using #2 pdo to close the capsule. Pt experienced a post op dehiscence and was taken back to the operating room for an I & d procedure. Surgeon noted at this time that the quill product was no longer intact. Ref. (B)(4).

Manufacturer narrative:
The actual device involved in the incident reported is not available for eval, it was discarded. At this moment no unopened samples have been returned to angiotech puerto rico, inc. For eval. Method: the actual device involved in the incident reported is not available for eval, it was discarded. Results/conclusions: relevant portions of the device history record were reviewed for corresponding issues identified during the mfg process or at final inspection. Finished good product was received into inventory without quality issues. (B)(4). Item #ra-1065q, quill knotless tissue closure device 2t11 #2 pdo 36 x 36 size/material, lot mp04600.